Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was not provided by reporter. Event date: unknown. Additional device product code is hwc. It was reported that the subject device(s) will not be returned to the manufacturer for evaluation. Revision surgery to address non-union. A review of the device history record (dnr) of the subject device lot revealed no complaint related anomalies. The device history record shows this lot of va-lcp olecranon plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be unconfirmed based on the DHR review only. No device was returned for dimensional inspection. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) for an olecranon fracture on (B)(6) 2015. On an unknown date, x-ray imaging revealed non-union. The patient returned to the operating room on (B)(6) 2015 for revision. All hardware was explanted, which included: a 2.7 mm/3.5 mm va-lcp olecranon plate, eight 2.7mm locking screws and two 3.5mm cortex screws. The patient was revised with an 18 gauge wire tension band and three k-wires (non-synthes devices). There was no surgical delay reported and the procedure was completed successfully. This report is 1 of 3 for (B)(4).